Event description:
It was reported that during the implant procedure the lead perforated the ventricle. The patients blood pressure dropped and she was no longer responsive. A code was called and the patient required emergency pericardiocentesis, and other life saving measures. The lead was removed and discarded in the field. The patient was in stable condition post-procedure. No further attempts were made to implant and ICD system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.